Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. A replacement system was implanted on the contralateral side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information obtained reported the patient had ongoing oozing of blood from incision site following implant procedure which progressed to partial wound dehiscence. A pocket revision was performed and no signs of infection were observed however wound cultures grew pan-susceptible e. Coli and the system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.